Manufacturer narrative:
The device was not returned for evaluation, and repeated attempts to follow-up for more information have been unfruitful. (B)(4) is unable to confirm the veracity of the complaint. Also, because the initial reporter did not provide a lot/serial number, a DHR review has not been possible.

Event description:
The initial reporter stated in an email that he had received a report from a user facility "regarding a case where the patient had a beeline deliver all of its local anaesthetic in a quicker delivery than what was indicated on the tubing set. After having the infusion started during a surgery, the dr realized during post-op that the pain pump had pushed through its full 100ml of naropin. At the suggested flow rate of 2ml an hour it should have been delivered over an approximate 50 hour period. No injury to the patient was reported as a result of the overdelivery of medication. (B)(4).